Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the set leaked during an infusion of norepinephrine. The drug was seen dripping from the pump when the pump door was opened, and the nurse saw dripping from the tubing. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the set leaked during an infusion of norepinephrine. The drug was seen dripping from the pump when the pump door was opened, and the nurse saw dripping from the tubing. There was no patient harm.

Manufacturer narrative:
Additional information provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.